Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited an imaging issue. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h3, h6, and h11 were updated. The imaging issue was unable to be confirmed. Based on the results of the investigation, the definitive root cause of the imaging issue could not be determined. Olympus will continue to monitor field performance for this device.